Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00149.

Event description:
It was reported that a revision surgery was performed to address worsening pain and radiculopathy post-operative at levels c4-6. The mobi-c devices were removed and replaced with a fusion construct. The surgeon stated this was probably not device related. This is report one of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection the products were not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the lot numbers were not provided, so the dhrs were unable to be reviewed. Potential root cause a definitive root cause cannot be determined with the information provided. No details about the initial surgery, patient condition, or patient activity level post-op were provided. Also, the surgeon stated that this was probably not device related. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address worsening pain and radiculopathy post-operative at levels c4-6. The mobi-c devices were removed and replaced with a fusion construct. The surgeon stated this was probably not device related. This is report one of two for this event.